Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Ventricular impedance was variable and high, from less than 600 to greater than 4000 ohms. Rv bipolar lead impedance warning triggered on (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an alert was triggered. The right ventricular (rv) lead exhibited high impedance. A connection issue with the implantable cardioverter defibrillator (ICD)&#1473;s suspected. A revision was performed and the lead was reconnected to the device. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.